Event description:
It was reported that patient underwent a total hip arthroplasty in 2009. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.